Event description:
This is a report received by baxter global pharmacovigilance (gpv) and is report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal 2.5% low calcium ultrabag in use for peritoneal dialysis (pd) therapy. It was reported that on (B)(6) 2012 the patient experienced peritonitis. On the same day, the patient was hospitalized for the peritonitis. Treatment for the peritonitis was not reported. Per the nurse, the patient is recovering from the peritonitis and is currently on hemodialysis therapy. The nurse reported the cause of the peritonitis was the patient made a mistake/touch contamination (details not provided). No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique. The complaint is confirmed because the nurse reported break in aseptic technique due to touch contamination. The assignable cause for the break in aseptic technique ? Touch contamination was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.